Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two patients encountered in pyxis with same visit ID and only one showed in cerner. The technical support specialist (tss) dialed into the carefusion coordination engine (cce) and determined that a duplicate patient was created because hl7 admit discharge transfer (adt) messages with pid.3 repeating segments contained two medical record number (mrn), one in pid.3.1 and another in pid.3(2).1. Since es is designed to use the first pid.3 value as the mrn, pyxis displayed two encounters for the same visit ID while cerner showed one. The tss saved all messages for the affected visit ID to a text file for the es agent to attach to ephi and advised that the issue must be investigated and corrected on the host system. The customer was notified. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server two patient encounters were populating in pyxis server and only 1 in cerner. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.